Event description:
Customer tested blood glucose in the evening and received a result of 179mg/dl. At 4:30am the customers spouse was unable to wake the customer up. Paramedics were called and tested blood glucose and received a result of 24mg/dl. The customer was given a glucose injection of something and was taken to the hosp where pt was given food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.